Event description:
The user facility reported a 78-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that following impella cp implant, no flow was found down the impella leg. A reperfusion sheath was placed to treat the condition and support with the pump was maintained.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the initial report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The investigation into the patient's limb ischemia has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ d4-corrected model number. Added- d6a/d6b. F6/f8 should have been blank. G1 reporting contact email address corrected. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
Section b5, g2 and h6 were updated as per additional information received.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured compartment syndrome with a "definite" relationship to the impella device used on (B)(6) 2024. Vascular surgery is consulted in the setting of concern for compartment syndrome¿. The patient outcome is unknown at this time.